Event description:
Additional information was received via a company representative. Regarding further diagnostic tests/troubleshooting performed, it was indicated that two refills with saline were done in two months (2021-aug-13 and 2021-sep-10) with control of the residual volumes. After two measures with no discrepancies anymore, they refilled the pump with the active drug again. The cause of the issue / volume discrepancies was not determined. No further actions were planned. The issue / volume discrepancy was resolved. The pump was still active.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign healthcare provider) regarding a patient who was receiving prialt (2,5mcg/ml, 0.7261 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came for the pump refill procedure and the expected residual volume was 32.3 ml and the actual volume was 26.0 ml. Regarding factors that may have led or contributed to the issue, it was noted that in 2020 the pump had been filled with bupivacaine (15.0 mcg/ml) for several months. The physician filled the pump with saline (nacl 0.9%), but the programming was the same as before with the prialt with the same dose. Therefore, the flowrate would stay the same. No surgical intervention occurred, and it was noted that it was unknown if surgical intervention was planned. In six weeks there was another refill planned to look if there is still a volume discrepancy. The issue was not resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021.